Manufacturer narrative:
Correction - h6 - should have been "failure to capture" instead of "no pacing."

Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented in clinic for generator change. During procedure, it was found that the atrial lead exhibited no capture and high out-of-range pacing impedance. Severe insulation thinning of the atrial lead was observed near clavicle via chest x-ray. The atrial lead was capped and replaced on (B)(6) 2021. Patient condition was stable.